Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for closure separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for closure separation with the incident lot was observed. Root cause description: whilst no definitive root cause could be established for the reported defect the most likely reason is that the cap was not pushed far enough on to the stopper and the stopper did not pass the inner rib of the cap, which is designed to hold it in place. Therefore, cap not being pushed far enough on the stopper caused the closure separation. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the stopper/cap on a bd vacutainer® sst¿ ii advance plus blood collection tubes "dislocated" after use. There was no report of exposure, serious injury or medical intervention.